Event description:
It was reported that a pt underwent a sling procedure in 2005. The pt is currently seeing a different physician and is experiencing pain in the vagina, spotting, and her husband complains he is feeling the device with intercourse. The physician found upon examination that the pt has six different areas in the vagina with protruding mesh.

Manufacturer narrative:
Date sent to the FDA: 09/22/2009. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.